Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 124mg/dl fasting. Verified test strips expire 04/20/2018. Customer's test strips are being stored in the kitchen and opened vial date is 09/02/2015. Customer performed a back to back blood test 182mg/dl and 194mg/dl. Reviewed meter memory (B)(6). Customers concern:customer is concerned with results 244, 346, 282, 173 and 215 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 124mg/dl fasting. Verified test strips expire 04/20/2018. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 182mg/dl and 194mg/dl. Reviewed meter memory: (B)(4). Customers concern:customer is concerned with results 244, 346, 282, 173 and 215 mg/dl. No adverse event reported.